Event description:
It was reported that a burn was discovered on a pt following a case where an enflow infusion fluid warmer was used. The pt was anesthetized during the procedure. The burn was located on the upper right thigh near the front where the warmer had been sitting on top of a drape on top of the pt. It was a second degree burn approx 2 inches by 4 inches. The burn was treated with bacitracin ointment.

Manufacturer narrative:
The device was returned to MFR for eval. This unit is under recall as reported under correction / removal reporting number 2242551-06/15/11-005-r and has failed in the same manner asd reported in MFR report #3006095475-2011-00001.